Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: unknown event date. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1: initial reporter is j&j company representative. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during inspection on august 19, 2024 several plates were noted as old and appear tarnished. No patient involvement. This report is for one 2.4mm va-lcp dorsal distal rad l-plate +20°/3h hd/5h shaft for (B)(4).